Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Manufacturer narrative:
Additional information was received from the healthcare provider indicating that the edwards valve was explanted due to an adherent thrombus to the valve and signs of deterioration. According to the op report, this patient presented with an aortic dissection requiring aortic root replacement. Due to the findings on the valve mention above, it was decided to re-replace the patient's aortic valve at the same time. After weaning the patient from cardiopulmonary bypass, he was hemodynamically stable. The patient was returned to the cticu in good condition. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. The op report documents evidence of valve deterioration; however, no specific findings other than an adherent thrombus were noted. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Unfortunately, the root cause of this event cannot be conclusively determined without the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years, 9 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.